Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a 1203 error code (low leak-co2 rebreathing risk). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying a 1203 error code (low leak-co2 rebreathing risk). During troubleshooting, it was observed, that the customer did not have a whisper swivel in line with the tube set. After the customer added the whisper swivel, the low leak error did not reoccur. The issue was resolved.